Event description:
A report was received that the patient¿s pocket site was irritating and uncomfortable. The patient underwent a revision wherein the ipg was just repositioned. The patient was doing well postoperatively.